Manufacturer narrative:
The device was received by the manufacturer for evaluation and repair. According to the investigation details, the complaint was confirmed. The technician determined that the straight pin was gouging and deforming the trigger shaft, causing the trigger to stick. The device was repaired in the field.

Event description:
It was reported by the sales representative that the device stuck in the forward position and ran on its own during a surgical procedure. There was no patient/user injury. The procedure was completed successfully without delay using a back-up device.